Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to unexpected post op refraction, refractive error. No further information was provided.

Manufacturer narrative:
(B)(4) - unexpected post op refraction/refractive error, explant of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.